Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr procedure, the patient developed hypotension and ventricular fibrillation (vf). The patient was consequently placed on cardiopulmonary bypass (cpb) and an intraaortic balloon pump (iabp) was placed. Post procedure, a pericardial effusion was noted on echo and open surgery was performed, at which time a hematoma at the aortic annulus was discovered. Balloon aortic valvuloplasty (bav) was performed with a 20mm nucleus balloon. While advancing and positioning the delivery system and valve, the patient¿s systolic blood pressure (sbp) dropped to the 40s. The sapien valve was then deployed in a 60:40 aortic position. The patient¿s sbp was approximately 60 at the time of valve deployment. However, immediately following valve deployment the patient¿s sbp dropped to 30-40 and the patient required continued pacing as there was no underlying rhythm. After several minutes and multiple doses of epinephrine, the sbp did not improve so cardiopulmonary resuscitation (CPR) was initiated. During CPR, the patient developed vf and was defibrillated. Over the course of 15 minutes, CPR was continued and the patient received multiple shocks to treat the vf along with pharmacologic support. The patient¿s rhythm eventually stabilized into sinus bradycardia and the patient was put cardiopulmonary bypass (cpb). The patient stabilized while on cpb and the medical team determined that the patient would remain in the operating room and be slowly weaned off cpb. An intraaortic balloon pump (iabp) was then placed. At this time the patient was stable on multiple drips. However, the patient then became increasingly more unstable despite supportive efforts. Upon reviewing the echo, it was determined that the patient had a pericardial effusion and the surgeon decided to open the patient's chest to determine the underlying cause of the pericardial effusion. Once the patient's chest was open, a hematoma was discovered at the level of the aortic annulus. The patient began to require more pharmacologic support and oxygenation was becoming increasingly more difficult. Resuscitative efforts were ceased and the patient subsequently expired. The native aortic annular diameter was 14.6mmx21.8mm (area 268.9) by CT. The right coronary leaflet and left coronary leaflet had moderate to severe calcification and non-coronary leaflet has only minimal calcification. The ascending aorta was normal with only a minimal amount of plaque and it did not appear to be dilated. The descending aorta had a moderate amount of plaque present with some elements of unstable plaque. The sinotubular junction (stj) diameter was 20.9mm, and the sinus of valsalva (sov) diameter was 24.8mm. The image intensifier angle was described as good, and the coaxial alignment of the valve and delivery system was described as fair. During deployment, ventilation was held and there was no loss of pacing capture.

Manufacturer narrative:
The device was not returned for evaluation as there was no allegation of device malfunction. Cine and echo images were submitted to the edwards medical director for review. Observations: cine: severe aortic valve calcification, severe aortic root calcification (medial aspect of ascending aorta demonstrates severe calcification), no porcelain aorta, no mac. The initial bav was performed while the balloon was almost fully in the ventricle. Second bav performed in the annulus. Poor coaxial alignment with lateral bias of the valve. Valve positioned 35/65 ventricular laterally, and 45/55 ventricular medially. Deployment cine not available for review. Post deployment aortogram demonstrates that the valve moved aortic approx. 2 mm. Selective left coronary injection demonstrates no acute obstruction and timi 3 flow. No frank dye extravasation observed. Tee: on tee long axis view, presence of a possible dissection involving the posterior wall of the aorta. There is no evidence of frank pericardial effusion. Impressions: risks factors for aortic rupture include bulky leaflet calcification, significant valve oversizing, and obliterated sinuses of valsalva (sov). In this case, the patient presented with severe valve calcification of the aortic root and the valve was significantly oversized. Obliteration of sinuses was not present. Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the cause of the aortic intramural hematoma cannot be confirmed. However, per imaging review, a combination of patient (severe native valve and root calcification) and procedural (significant valve oversizing) factors likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.